Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed and no issues were noted; all components were correctly placed and according to specifications. Priming was performed and the results were according to specification. Functional tests were performed which included pressure test and clear passage under water test and the results were not satisfactory. A leak was observed in the gland of the third interlink y-site due to the gland being damaged. The reported condition was verified. The cause of the condition was a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at the third luer lock closest to the patient. The issue occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.